Event description:
A customer reported air bubbles in cartridge. There was no adverse impact to the customer's blood glucose level. The customer did not request any further follow-up, and the case was closed by the technical support team.